Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions for evaluation. Inspection of the returned device revealed evidence of clinical use including biological material on the distal tip and indention in the teflon pad. The shaft rotation and the jaw actuation of the device were found to be acceptable. The device was connected to generator and passed the initial testing. The foot pedals and min button were able to activate the device, and each time the min or max button or pedal was pressed the device activated and at no time during testing did the device stop working or emit any adverse noise. The device was examined further and a build up of dried fluid was noticed along the rod which can disrupt harmonic frequency and reduce cutting ability. The rod was inspected for fractures, and none were found. The distal gasket on the rod was examined and revealed signs of damage and wearing of the gasket lip which would allow fluid/tissue to rise up the rod. The cause of tissue/fluid build up is damage to the distal gasket; action is being taken to address this issue. Tissue build up due to distal gasket damage can disrupt harmonic frequency and potentially reduce cutting ability; therefore, the reported complaint was confirmed.

Event description:
It was reported that after tightening the har36 ultrasonic scalpel, the device would not rotate. The handpiece was tightened numerous times during the case, and the generator kept alarming, "tighten assembly" and "replace instrument." There was no medical intervention or adverse consequences reported. Surgical delay was minimal to replace the device. The procedure was completed successfully.